Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in the system logs, the 282 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where ¿carriage switches test¿ was found to be failing. Once testing was completed, the axes controller, carriage rfid (accr) was further tested and was verified to be the source of the fault. The complaint regarding instrument not recognized on usm was confirmed by failure analysis. The probable root cause of the reported issue can be attributed to a fault of a component or module within the accr on the affected usm causing a recognition issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the universal surgical manipulator (usm) arm 1 did not recognize the instruments. Tse checked the logs, error verified. Tse requested to try the instrument in another usm, and instrument started working. Tse asked to reinstall and replace the sterile adapter (sa); however, the issue remained. The customer continued the procedure as a three arm procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced universal surgical manipulator (usm) arm 1 did not recognize instruments. Usm arm 1 was replaced to correct reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.